Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, t-wave oversensing was observed due to low r-wave sensing values. Reprogramming is anticipated at next in clinic follow-up. The patient was stable.